Event description:
The customer reported when the monitor cart had no power to it. No patient injury was reported.

Event description:
Upon service evaluation, the stop key on the pump head module keypad was found not to work.

Event description:
The implanted dual-chamber ICD went into elective replacement mode after 4 months of service without any therapy delivery. The device was replaced with a different dual-chamber ICD. Dates of use: 2009.

Manufacturer narrative:
(B) (4). Evaluation summary: during service by baxter, "stop key on the pump head module (phm) keypad was found not to work" was discovered. The phm keypad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)

Event description:
The account alleges that the foot hi/low has unintentional movement downward. No injuries were reported.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as a colleague 2006.

Manufacturer narrative:
(B) (4)